Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedure. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 325cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the product investigation was closed and even though the device was not returned an additional conclusion code applies. (B)(4).

Manufacturer narrative:
On (B)(6) 2019, device evaluation and investigation have been completed. The device was received with no fluid. White material was observed within the device and on the shell surface. Upon receipt the device appeared intact. Leak test was performed, in accordance with mentor procedures, and no leak sites were detected. No anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/17/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Concomitant products: (B)(4).

Manufacturer narrative:
On 10/9/2018, it was reported to mentor that the deflation was partial. No active leak was identified by the healthcare professional. Possibly there was a temporary valve leak on the right breast implant. The date of explantation was (B)(6) 2018. As a result of the right deflation, patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 325cc breast implants. (B)(4).